Event description:
It was reported that during a permanent implant procedure on (B)(6) 2022, the patient experienced aphasia and difficulty speaking. As a result, the procedure was aborted and all hardware was removed to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.